Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 18 bd insyte¿ autoguard¿ IV catheter experienced molding issue that make it difficult to screw. The following information was provided by the initial reporter: reported issue: the customer is stating that the molding is making it difficult to screw in the luer lock. They are bending when you place them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 10 20gx1.16in insyte autoguard devices from lot number 3017213. A visual and functional test revealed no damage or defects on the returned samples. First a luer syringe was connected to each unit and it connected without issue. Further, the luer lock syringe was filled water then connected with a luer lock catheter adapter where the catheter was flushed. Leakage was not observed. The needles were inspected, the notch was present on each unit and no damage was observed. No orientation is required between the bevel and the notch for this device. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 18 bd insyte¿ autoguard¿ IV catheter experienced molding issue that make it difficult to screw. The following information was provided by the initial reporter: reported issue: the customer is stating that the molding is making it difficult to screw in the luer lock. They are bending when you place them.